Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 500 mg/dl. The customer did not mention how she treated her high blood glucose. The customer declined troubleshooting for her high blood glucose. The customer inquired if she should give herself a bolus. The customer was not hospitalized for her high blood glucose. The customer will not return the device for analysis.